Manufacturer narrative:
H10: the lot number was provided for the one malfunction; therefore, a lot history review is currently being performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for suction issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10:g4. H11: b5, h2, h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062 implantable port allegedly experienced suction issue. This information was received from one source. This malfunction involved one patient with no consequences. The patient was a 63 year old male and weighed 184lbs.

Manufacturer narrative:
The lot number was provided for the one malfunction; therefore, a lot history review is currently being performed. For the one reported information, the device is pending return to bd and is under evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062 implantable port allegedly experienced suction issue. This information was received from one source. Of the one suction issue, one involved a patient with no patient consequences. The patient was a (B)(6) year old male and weighed (B)(6) lbs.